Event description:
The right ventricular lead was returned to the manufacturer after being explanted due to noise, an impedance increase, and suspected fracture. The lead subsequently tested out of specification in a manner that is not consistent with the exemption criteria. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and there is intermittency between the pin and cap on the is-1 connector. It was noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.